Event description:
The da vinci vessel sealer did not disengage, causing staff to have to shut down and restart the machine for manual override and manual disengagement from the vessel. (Da vinci was contacted during the event for guidance.) No harm to patient. Device isolated for further evaluation.